Event description:
An altitude alarm, identified as alarm 21, was reported by the customer regarding their pump. There was no adverse impact to the customer¿s blood glucose level, which ranged between 54-500 mg/dl (3.0-27.7 mmol/l). The customer successfully resumed insulin delivery using the original cartridge.